Manufacturer narrative:
A complete lead was returned in one piece. Electrical tests and visual inspection found no anomalies.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that during interrogation, the right ventricular lead was noted with high capture threshold. Chest x-ray discovered that the lead was dislodged. During the attempted lead reposition on (B)(6) 2019, the lead helix could retract with difficulties but could not extend. The lead was explanted. The patient was stable after the procedure.